Manufacturer narrative:
G4: 05nov2020. B4: 05nov2020. The manufacturer¿s international service technician confirmed the reported issue. It was observed that the noise issue was caused by the touchscreen when the machine boot error associated with touchscreen failure. It was previously reported the touchscreen issue was resolved by replacing the mmi board ( (man-machine interface pcb) but the issue continued. The touchscreen was confirmed as being faulty. The manufacturer¿s international service technician replaced the defective touchscreen to address the reported problems. The unit successfully passed the required performance verification test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020, date of report: 30oct2020.

Event description:
The customer reported a noisy unit. There were frequent abnormal sounds. There was no patient involvement.